Manufacturer narrative:
The device was not returned to the manufacturer and was reported to not be coming back.

Event description:
It was reported that during either a laparoscopic bariatric or anti-reflux procedure air could be heard escaping form the device. The leak was traced to where the stopcock joins the port. The procedure was prolonged although the amount of time was not reported. The device was not replaced. There were no pt injuries. The device was either 5mm or 12mm. Additional information was requested, but no additional information was available.